Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have smear cervix abnormal ("abnormal pap smears"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal and smear cervix abnormal outcome was unknown. The reporter considered medical device removal and smear cervix abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ('hydrosalpinx') in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, multigravida, parity 2, adenomyosis, polycystic ovarian syndrome, ovarian cystectomy, abdominal pain, weight gain, sleep disorder, asthma, painful intercourse, breast pain, ovarian mass and vaginal delivery. Previously administered products included for an unreported indication: dilaudid and ibuprofen. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and was found to have smear cervix abnormal ("abnormal pap smears"). The patient was treated with surgery (transvaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the hydrosalpinx and smear cervix abnormal outcome was unknown. The reporter considered hydrosalpinx and smear cervix abnormal to be related to essure. The reporter commented: 03 trailing coils were seen on each sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received: "previously reported event medical device removal replaced with event hydrosalpinx. Reporter, medical history, historical drug and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.